Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier driver needed to be updated. A technical support specialist (tss) deployed the update package for the lumidigm biometric identifier system and verified that the biometric sensor was running on the latest driver version. The tss confirmed that the required device service was installed and running, and that the core processing application was active, followed by rebooting the station into application mode. The tss then notified the customer via email regarding the update and confirmed completion of the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier driver failed and required update. However, there were no delays or adverse events or injuries reported based on this event.